Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint was confirmed by a photo received from the customer. The balloon was located on the silicone segment near the upper fitment. The root cause of the event could not be determined.

Event description:
The customer reported that a bulge was noted in the silicone segment during a chemotherapy infusion. The set was discarded, but a photograph was provided. No pt harm or med intervention was reported. No additional info was provided.